Event description:
Complaint description: an office nurse reported that ten pts became infected and required hospitalization and treatment with intravenous antibiotics following urological procedures performed at the facility. According to the nurse, the pts were treated for approx three weeks following the occurrence.